Event description:
One night I was woken from sleep by terrible pain in my breast. It seemed to be coming from behind my right breast implant. I had to manually shift my breast and hold it to relieve the pain. The pain continued for over a year off and on throughout days and nights. It prohibited me from living a normal life as it reduced activity and made me become afraid to venture out and have debilitating pain in public.